Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, exchange (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -8 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim# (B)(4).